Event description:
It was reported that the pump exhibited an occlusion alert. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and g5 are unknown. D3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, lens is scratched. No messages in the event history/error log. Per functional testing, the device passed all tests. The complaint was not confirmed, the device works properly and there is no issue with occlusion even in event history log (ehl) there is no recent occlusion alarm message. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint could not be replicated.